Manufacturer narrative:
This device will not be returned for evaluation. The device was repaired at the customer's facility.

Event description:
During on-site service, baxter canada field service engineer discovered a failure code 570. The pumpt was not in use on a pt when the problem was discovered. Calgary health region did not report any pt injury or medical intervention associated with this event.